Event description:
The customer contacted baxter's technical service center regarding a question about priming the patient line, which occurred on the homechoice (hc) during use during prime, patient not connected. The home patient (hp) reported having problems repriming the patient line. The hp uses one patient line extension. The hp stated that he connected and performed therapy with air in the patient line. The baxter technical service representative (tsr) suggested that the hp should call baxter when he is having a problem priming the patient line. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) - as the onset of this event is unknown, the sample was not requested.

Manufacturer narrative:
(B)(4). Upon further investigation, this malfunction and hernia injury has been determined to be a nonreportable malfunction and nonreportable injury. The patient was using ultrabags and not receiving dialysis with the cassette or home choice at the time of this occurrence.

Event description:
On (B)(6) 2010, global product surveillance received this additional information on a call to the patient's pdrn. The patient initiated peritoneal dialysis (pd) training on (B)(6) 2010, modality continuous ambulatory peritoneal dialysis(capd). Scrotal edema was noted a few days after beginning capd. The pdrn stated that the patient consulted with a surgeon. Since the patient is a rather large, elderly man, he may have had a weakened peritoneal wall prior to capd, and carrying a large amount of fluid during the day may have caused the event. On (B)(6) 2010, the patient switched to automated peritoneal dialysis (apd) with the hc at night.